Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation with two 290cc mentor smooth round high profile saline breast prostheses, informed their doctor that their implants were making her uncomfortable and that she wanted them removed. As a result, the patient underwent bilateral removal without replacements on (B)(6) 2019. This medwatch form is for the left breast prosthesis.